Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
It was reported on 12/30/2022 by a sales representative via email that an ar-3636 fibertaks sutures would not advance and cinch down. Case involvement, implant was not able to be removed, only the sutures cut. Per facility: " anchor was prepped in correct fashion with straight drill guide and 1.8 drill. Once anchor was implanted and as repair suture was shuttled, the passing suture would not advance any further into the anchor to complete the repair. There were no tissue bridges and all steps were properly followed for anchor insertion and setting. All sutures had to be cut out. We also verified that the fork on the inserter was still in tact to ensure that was not the issue"